Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the activation test. Product analysis therefore confirmed the reported pump malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as it was not working consistently right from the first time patient attempted to cycle the device. Surgeon could not get the pump to cycle effectively which was confirmed during the revision surgery. The event resolved.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as it was not working consistently right from the first time patient attempted to cycle the device. Surgeon could not get the pump to cycle effectively which was confirmed during the revision surgery. The event resolved.